Event description:
During perfusion, the syringe driver was observed not to move. No adverse outcome was reported.

Manufacturer narrative:
The device was serviced on site. The syringe driver was found mechanically locked and non-functional despite cleaning. The syringe driver and associated power and communication cable were replaced as a precaution. The device subsequently passed all applicable testing.